Manufacturer narrative:
Zimvie complaint number: (B)(4). B3: date of event unknown / not provided. Customer has indicated that the product is in process of being returned to zimvie for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant at tooth site #7 was fractured and was removed.